Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the tip broken. A 3.00 x 28 mm synergy xd drug-eluting stent was selected for percutaneous coronary intervention (pci). Upon attempted use, it was observed that the tip of the stent was broken. The procedure was successfully completed with another device. No patient complications were reported, and the patient fully recovered.